Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the device alarms with a carbon dioxide repeat inhalation message. The asp checked alarm logs in diagnostic mode and confirmed error code 1203 (alarm message: low leak-co2 rebreathing risk), indicating an exhalation port may be occluded. The asp determined a gas module failure was the cause of the issue. The asp replaced the gas module. The asp completed pressure test: set 10cmh2o ipap, pressure test for 10cmh2o ipap; set 20cmh2o ipap, pressure test for 20cmh2o pap; set 30cmh2o ipap, pressure test for 30cmh2o, device verified as returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that a pressure sensor failure message was displayed on the system. The system was not in clinical use; there was no reported harm to a patient or a user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the part number for the flow sensor assembly to resolve the issue. The investigation is ongoing.

Manufacturer narrative:
Initial reporter name and address: reporting institution phone:(B)(6). Reporter phone number: (B)(6).